Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR reports: 1627487-2012-02498 and 02499. It was reported the pt had ineffective stimulation and her stimulation felt positional. The physician explanted her scs system; however, the explant date is currently unk. It was reported the physician replaced the pt's system with a paddle lead and ipg at a later date.